Manufacturer narrative:
(B)(4). Batch #unk. Additional information: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a piece of the tissue with a staple line. However, on a tissue area appears to be no properly stapled. The event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an echelon stapler and the reloads were used to perform a lap sleeve gastrectomy. A total of 3 pieces of reloads were used. After the stapling sequence had been completed, surgeon noticed that there was a gap in between/within staple lines in the patient's remnant stomach. This gap was described by surgeon to be small. The appearance of this gap was evident because there was no clear staple line noticeable on this location. Surgeon proceeded to stitch and reinforce this gap with sutures to ensure tissue was approximated adequately and to reduce the risk of post op complications. Surgeon mentioned that patient's stomach is unusually thick and edematous, which likely contributed to this issue. The procedure was completed successfully and there were no patient consequences.